Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the button on the device was stuck in the "on" position and continued activating. The doctor also found that the jaws of the device easily sticks the tissue, and there was a little oozing. The doctor slowly released the handle to remove the device from tissue. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection noted eschar on jaw seal plates. The reported conditions were not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The activation button did not get stuck or self-activate. There was no tissue sticking during the testing of the device. The reported incidents could not be duplicated. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.